Event description:
It was reported that there was high impedance and no capture on the right atrial (ra) lead. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID sedr01 implantable pulse generator (ipg) implanted: 2012-(B)(6), 5054 implantable pacing lead implanted: 2003-(B)(6). (B)(4).